Manufacturer narrative:
One cadd legacy plus pump was returned for analysis due to displaying error codes. The device was also damaged and had a cracked housing. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. The circuit board will be replaced.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 alarmed error 1260 and error 1210. No patient involvement or adverse events.